Event description:
During the patient's generator replacement surgery, the surgeon noticed that the silicone tubing had a tear in it so the lead was slightly exposed. Before and throughout surgery, the patient still had normal lead impedance, so the surgeon decided to keep the lead implanted. It looked like the part where the tie down was wrapped around the lead was where it was puncturing the insulation so they could see the exposed lead. No further relevant information has been received to date. No known relevant surgical intervention with the suspect product has occurred to date.